Event description:
The customer contact reported backflow. The tubing set was connected to an unspecified patient delivery access device and was being used to deliver an unspecified volume of lactated ringers, via gravity. The customer contact reported that when the patient had high blood pressure and if the solution container was being changed, patient blood would back up into the tubing set. No specific details were provided. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information; however, no response has been received.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.